Event description:
Reportedly, during the procedure to a cto lesion of 20 cm length in proximal to distal sfa, physician was trying to cross the lesion by retrograde approach from below with a 4fr. Sheath and unk support catheter, and it was noticed the guidewire was not moving, and broken at distal end. The guidewire was exchanged with another guidewire to continue the procedure. The separated portion was left in the anatomy by physician's discretion. No complication is reported with the pt.

Manufacturer narrative:
Investigation of the returned guidewire revealed the breakage of core wire at approx 3 mm, and of coil at approx 15 mm, from tip end, respectively. Observation by scanning electron microscope showed the trace of clockwise rotational force at the breakage site of core wire. Review of lot history record revealed no anomaly relating to the reported event, and no other product experience report has been rec'd for this lot. It is inferred that the guidewire was trapped by the cto lesion, where torque manipulation with excessive force might be applied to clockwise direction, resulting breakage of guidewire due to the force exceeding the product design limit.